Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn around 4 hours.

Manufacturer narrative:
The pod was received partially deployed. The slide insert and linkage assembly were observed to be in the fully deployed position, however the formed needle was visible through the soft cannula. Upon opening the pod it was discovered that the formed needle was incorrectly installed. The bend of the formed needle was not lodged into the slide retract due to the fact that there was excess plastic. The incorrectly installed formed needle resulted in it being unable to retract. Blood was observed on the adhesive pad. The incorrect installation resulted in an exposed needle that can be attributed to the reported pain during insertion and bleeding/bruising. Scratches were found along the formed needle. It could not be determined what caused the damage observed on the formed needle.